Event description:
Company was notified to remove all breeze low air loss systems from nursing home due to an apparent pt death while on the system. No info has been forthcoming from facility despite efforts by company. Phone call to company from state dept of health and human services is leading co to believe that it may be an entrapment fatality, but no conclusive info/details have been received by company. The system has not been returned to the company for investigation.